Manufacturer narrative:
A biomedical equipment technician (bet) evaluated the device and could not confirm the reported issue. The bet found no issues and the device was already back in use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor device keeps freezing. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device keeps freezing. It is unknown if the device was in use at time of event, and there was no adverse event reported.